Manufacturer narrative:
(B)(4).  It was later confirmed by the customer, a biomedical engineer, that they replaced the device's therapy connector assembly in order to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to request the part number for a replacement therapy connector assembly.  The customer advised that a pin from either a quik combo therapy cable or hard paddles assembly had broken off and become lodged in the device's therapy connector.  As a result, defibrillation may not be possible.   There was no patient use associated with the reported event.